Event description:
The user facility reported that part of the guidewire's outer coating "came off" inside the patient during a urological procedure in which a metal cystoscope was used. The coating was partially sheared off when the physician was pulling the guidewire back into the scope. The detached material was retrieved from the patient, the procedure was completed successfully and the patient is reported to be fine.

Manufacturer narrative:
Visual examination of the returned sample confirmed that the polyurethane coating had been sheared-off causing partial exposure of the wire core. Evaluation confirmed that the coating had been properly adhered to the wire. Device history records indicated that there were no production related problems. Review of the complaint files confirmed that this lot number has been reported previously. There is no evidence that this event was related to a device defect or malfunction. The event description and appearance of the device are consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a metal or other sharp surface, perhaps along the interior surface of the cystoscope that was used during the procedure. The device labeling states in the warning/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.